Event description:
The patient care technician was collecting a urine sample for testing using the collection kit. The blue screw-top with integrated sampling device was secured to the specimen cup by the pct. She then inserted the yellow top specimen tube, which filled as expected. When she removed the yellow top tube, she noted that the needle inside the integrated sampling device was bent. There was no difficulty inserting or removing the yellow top tube. Staff transferred the urine to a new kit in order to obtain the second sample.